Event description:
Sometime after implantation, the pt was reportedly involved in an event that resulted in the lower cancellous screws backing out. Revision surgery was performed in 4/99. During surgery, the lock screw on the upper end of the plate could not be loosened and the cancellous screws on the upper end of plate had to be forced out of the bone in order to remove the plate.